Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double right ventricular (rv) signals on electrogram (egm) during a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed the reports and noted that the device oversensed left ventricular (lv) signals on the rv lead channel, which resulted the intrinsic rv signal to be undersensed. Ts also noted that there was potential loss of capture (loc) on the lv channel that could have caused the behavior seen. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.